Event description:
Related manufacturer reference number:3006705815-2022-16253. It was reported that the both of the patient's ipgs were explanted on (B)(6) 2022 for an unknown reason, no further information is available at this time.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.